Event description:
The physician used a wilson-cook cotton cannulatome to perform a sphincterotomy. The cutting wire broke during the sphincterotomy, and excessive bleeding was observed at the papilla. The physician indicated the cutting wire reached an artery, which caused the excessive bleeding. Endoclips were used by the physician to stop the bleeding. The pt was reported to be in stable condition.